Manufacturer narrative:
The drive line lot number 00128331, was used from 2024-02-25 to 2024-05-01 (66 days) we have reviewed the production records of the excor driving tube lot no. 00128331. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart (bhi) clinical affairs (ca) to inform that on (B)(6) 2024 the driving tube was changed due to a crack in the tube. According to the site, the pump maintained complete fill and ejection, and the patient tolerated the procedure well. However, the driving tube was exchanged without prior consultation from bhi ca.

Manufacturer narrative:
On 2024-05-16 the driving tube in question was returned to berlin heart gmbh for investigation. During the initial visual inspection of the returned driving tube, the crack described was confirmed. The crack was located directly at the pump connection. Prior to this event, the affected patient had two other similar cases with a crack of the driving tube in the same area. The overall appearance of the damage indicates a strong bending stress that occurred directly at the pump connection. According to the information provided by the site, the patient was very active. Therefore, it is most likely that the damage was caused due to excessive external forces.